Event description:
This spontaneous report was received on (B)(6) 2012 from a parent reporting on daughter (age and race unspecified) from (B)(6). On (B)(6) 2012 morning, the daughter started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number 22811sg, frequency and expiration date unspecified) and the device broke while using. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in united states.

Manufacturer narrative:
This foreign report is being submitted (B)(4) for a device product that is considered same/similar to a us marketed device (reach total care plus whiten toothbrush soft). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(4) 2012 from a parent reporting on daughter (age and race unspecified) from (B)(6). On (B)(6) 2012 morning, the daughter started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number 22811sg, frequency and expiration date unspecified) and the device broke while using. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in united states. Additional information received on (B)(4) 2012. Review of complaint data associated with this complaint did not identify an adverse trend for the product family. There were no other breaks/falls apart with use complaints reported for reach total care toothbrush plus whitening soft 1 CT ca, lot 22811sg. The complaint sample was not returned as of (B)(4) 2012. An investigation by the product manufacturer did not identify any issues which would have contributed to this complaint issue. All product batches met in-process and final release specifications prior to distribution. This report remains reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2013 for a device product that is considered same/similar to a u.s. Marketed device (reach total care plus whiten toothbrush soft). This closes out this report unless additional follow up information is received.